Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, thread breaks on the reinforcement. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, g4, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One empty folder, one detached needle and one small suture piece were received for analysis. Product code mpvcp496h. During the visual inspection of the sample, no breakage suture was observed. But one extreme was noted to be cut probably caused by a surgical instrument and the opposite extreme a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. As per the returned conditions of the sample, no functional test was performed. Besides that, body fluids along the strand were noted as well. As per the returned conditions of the sample, no functional test was performed. The other section of the suture was not returned for analysis. Furthermore, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.